Event description:
The reporter stated that she rec'd the er1 message on occasion. When she does, she will start over and retest and get a number value. The lifescan rep explained to the reporter that the er1 message may come up if the blood glucose reading is about 500. She advised the reporter that if she does receive the er1 message to compare the confirmation dot on the back of the strip to the color chart on the side of the test strip bottle.